Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient representative that, approximately one-two weeks post implant, the patient experienced severe and sudden pains that last about thirty seconds and happen about three times per day. It was also reported that the patient was "wiped out afterwards". It was further noted that the patient experienced varying heart rate, bradycardia, tachycardia and that the implantable pulse generator (ipg) was pacing two beats below the lower limit. The ipg remains in use. No further patient complications have been reported as a result of this event.